Event description:
Per medical record received, approximately 5 years and 3 months post implant of the 29mm sapien 3 valve, tte showed the valve was stenotic and mildly regurgitant. The leaflet motion was restricted. There was a flickering, non-echobright, homogenous piece of tissue at the tip of the anterior leaflet. Intracardiac echo revealed a frozen leaflet of the implanted sapien 3 valve. Ballooning of the valve was proceeded to free up movement of the stuck leaflet. There was minimal residual waist on max inflation. There was severe pulmonary insufficiency and an improved pulmonary valve gradient (20 mmhg from 40 mmhg). Following the balloon dilation, the leaflet that had been stuck in the closed position was now stuck in the open position, resulting in severe insufficiency. Given the relatively low gradient, valve implantation was not warranted at this time. The patient was followed closely given the residual valve stenosis and regurgitation post-ballooning. Approximately 1 year and 5 months post-ballooning, echocardiogram was performed which demonstrated good placement of pulmonary valve with stable, moderate stenosis. Severe regurgitation of the valve was again demonstrated but was overall stable from previous follow-up. The patient progressed in terms of exercise capacity and remained asymptomatic. Approximately 8 years post implant of a 29mm sapien 3 valve, tte showed one leaflet of the valve was fixed in closed position. There was near complete immobility of one of the pulmonary valve leaflets. The valve was mildly stenotic and severely regurgitant. A successful pulmonic valve in valve was performed using a 29mm sapien 3 valve, which resulted in no significant regurgitation.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the medical record received. The following sections of this report have been updated: corrected a2, corrected b3, additional information added to b5, additional information added to b7, additional code added to h6 health effect clinical code, additional code added to h6 type of investigation, corrected h6 investigation findings.

Manufacturer narrative:
The device was used in off-label implantation in a conduit with pre-stent in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the valve degeneration is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient presented with increasing shortness of breath and rv dilation approximately 8 years post implant of a 29mm sapien 3 valve in a conduit with pre-stent in the pulmonic position. The team felt this was early failure as the valve was previously post-dilated 4-5 years post implant due to stenosis and now was regurgitant. A successful pulmonic valve in valve was performed using a 29mm sapien 3 valve.